Event description:
The pt had two leads (from the same lot). It was reported the pt was not receiving coverage like she did with the trial system. Reprogramming was unsuccessful. As a result, the pt's scs system was explanted per her request.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.